Event description:
As reported via (B)(4), a patient experienced periprocedural mi based on the cec adjudication minutes. At the time of the index procedure, the angiography revealed two vessels diseased. The indication for the procedure was positive functional study for ischemia. The ostial edge of the proximal left anterior descending was described as 8mm in length, class a, mildly calcified, and 80% instent restenosis of an unknown bare metal stent. The reference vessel was 3mm in diameter. The lesion was pre-dilated with a 2.5 x 30mm balloon at 20atm and a 3 x 13mm cypher rx was implanted at 30atm without post-dilation. The residual percentage of stenosis was 10%. The ostial edge of the proximal circumflex was described as 5mm in length and de novo with 20% stenosis that was treated with a non-cordis balloon dilatation. It was reported that the troponin I was 0.238 (0.050 unl) at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reported no new major st-t abnormalities and no new q waves, but the elevated troponin I was later diagnosed as a periprocedural myocardial infarction according to the adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day.

Manufacturer narrative:
Complaint conclusion: as reported via (B)(4) study, a patient experienced periprocedural mi based on the cec adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, previous pci ((B)(6) 2001), previous CABG ((B)(6) 2003), family history of coronary artery disease, history of peripheral artery disease, history of pvd/claudication and skin cancer (2005). At the time of the index procedure, the angiography revealed two vessels diseased. The indication for the procedure was positive functional study for ischemia. The ostial edge of the proximal left anterior descending was described as 8mm in length, class a, mildly calcified, and 80% instent restenosis of an unknown bare metal stent. The reference vessel was 3mm in diameter. The lesion was pre-dilated with a 2.5 x 30mm balloon at 20atm and a 3 x 13mm cypher rx was implanted at 30atm without post-dilation. The residual percentage of stenosis was 10%. The ostial edge of the proximal circumflex was described as 5mm in length and de novo with 20% stenosis that was treated with a non-cordis balloon dilatation. It was reported that the troponin I was 0.238 (0.050 unl) at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reported no new major st-t abnormalities and no new q waves, but the elevated troponin I was later diagnosed as a periprocedural myocardial infarction according to the adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15111511 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, plavix, lipitor, metoprolol succinate, and quinapril. Additional information will be submitted within 30 days of receipt.